Event description:
A malfunction was reported on a pump, with the caller mentioning no notable events occurred prior and the malfunction code displayed was malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received instructions from technical support on resetting the pump, which they successfully did, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any further issues arose.